Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer experienced an issue with the integrated electrosurgical unit (iesu) neutral ground pad connection. The clinical sales representative (csr) contacted technical support on the customer's behalf. The csr indicated that the customer replaced the neutral pads and relevant cords; however, the issue persisted. The csr stated that the customer figured out that there was an issue with the neutral port connection on the iesu. As a result, the customer decided to convert the procedure to their si-system. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted that the ground pad port was broken and came out of the socket. Additionally, the unit rattled when picked up; as the unit was faulty, and needed re-calibration. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu was returned to isi for failure analysis (fa). Fa investigation confirmed and reproduced the customer reported complaint. The unit was placed on an in-house system and was run in normal mode. Fa visually confirmed a broken/loose neutral port and also noted errors present in the log.